Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest during treatment and subsequently expired on the same day. This event is alleged to have been caused by the administration of naturalyte and/or granuflo for the pt's dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.